Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user of the ilet insulin pump experienced low blood glucose (bg) readings and called emergency services. While awaiting paramedics, the user ingested a peanut butter and jelly sandwich and glucose gel. Upon arrival, paramedics measured bg via fingerstick at 228 mg/dl. No further treatment was provided, and the user was not admitted to the hospital.